Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump rejects new batteries, pixelization on the pump screen, and the rewind process is louder. Customer declined to provide their blood glucose level. Auto mode status is unknown. No harm requiring medical intervention was reported. The pump will not be returned for analysis.